Manufacturer narrative:
P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). (B)(4). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that insulin pump error 15 alarm was found on (B)(6) 2022 file=0 line=1935. The adapt tool also recorded insulin pump error 53 alarm on (B)(6) 2022 file ID=0 line ID=0. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that insulin pump error 53 was cause due to bum faults. Per r&d investigation it was determine that insulin pump error 15 was cause invalid pointer/corrupted data. Problem isolated to electronic assemblies. Device received with cracked keypad at select button and cracked case(battery tube). In conclusion insulin pump error was confirm using download history files in addition, insulin pump error 53 was also recorded during download review. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical block and inverse critical block did not add to zero. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.